Event description:
It was reported that the impedance on the right ventricular (rv) lead has been gradually increasing and is now high. A lead revision is planned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical product: d154atg, implantable cardioverter defibrillator, (B)(6) 2009. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising, weekly pace lead trend data shows a gradual increase for minimum and maximum rv pace equal to 680 to 2896 ohm. Peak between (B)(4)-2011 and (B)(4)-2013.